Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: when preparing irinotecan and blinatumoma, drug leaked. Even hcp used assembly fixture, leakage occurred. Hcp commented that the number of leakage increased since new height of assembly fixture appeared.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2020. H.6. Investigation: two samples returned to our quality team for investigation. Upon inspecting the product it was noted that the protectors were fitted to the vial at an incline and the needle on the protector penetrated the stopper of the vial out of center. During functional testing, a leak was observed between the protector and vial on the first sample, as there was no liquid on the second vial we were not able to verify the reported failure. A device history review was performed for lot 1907106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Testing results were reviewed for lot 1907106 and all results met required specifications. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The m12 assembly fixture must be used in a slow and consistent motion to ease the connection of the protector to the vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: when preparing irinotecan and blinatumoma, drug leaked. Even hcp used assembly fixture, leakage occurred. Hcp commented that the number of leakage increased since new height of assembly fixture appeared.